Event description:
It was reported the physician felt that there was a defective lead. It was noted there were impedance problems and the whole system was changed 20 days prior to report. It was noted the extension and the implantable neurostimulator (ins) were changed first and then the lead. It was stated the patient outcome was fine. It was noted there was possible breakage.

Manufacturer narrative:
(B)(6): analysis of the lead kit (lot# unknown) found there was a proximal end conductor crossover and the lead body¿s outer insulation was damaged at the depth stop site where the conductors were stretched.